Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a nurse reported on behalf of a customer who received a sensor error message of "expired sensor" on their freestyle libre sensor. The sensor was removed and a new sensor was applied. No further details were reported and there was no report of an adverse event occurring or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.